Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 214 mg/dl at the time of the incident. The insulin pump fell. The screen has a crack under the screen. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to cracked and bleeding lcd glass, minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip.